Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read (B)(6). A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the drape over the tracker was loosed. An image acquisition then found an imprecision occurred due to the loose drape. The drape was tightened and a second image acquisition was performed. Following this, precision was restored and the site continued with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative reported that the imprecision was between 2-3 millimeters. The representative reported that the site performed a second image acquisition with the drape on the imaging system and no imprecision was observed.